Event description:
A user facility reported two patients whose intraocular lenses (iols) were exchanged. Each iol was exchanged for the same model, different power iol. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/17/2010 and 03/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4) (B) (4)..